Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod identified an internal corrosion. The device was originally reported for a communication error during operation.

Manufacturer narrative:
Corrosion was observed through the top and bottom housing on the pcb as well as multiple other components including the tub nut, commutator cap, and batteries. The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but the pod still could not be downloaded. The fluid path was tested for leaks and no leaks were found. It is unknown if the corrosion and data loss are related to the alleged communication error and cannot be confirmed without the download data. The cause of the communication error could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.